Manufacturer narrative:
The actual sample was not returned. Four samples from the same lot were returned for evaluation. Examination of returned samples found no problem. Other needles from mfg retains were also evaluated. A stylet was passed through the needle to determine if the needle is crimped at the hub. No hub constrictions were found. The needles were then pull tested. All needles passed. Cannula breakage testing was performed; all needles passed. Cannula were tested for stiffness and met the specification. Lot history check found no defects related to the complaint. Without the actual sample, co's unable to identify a cause for the reported problem.

Event description:
The needle broke at the hub during a mandibular block on the pt. The pt was referred to an oral surgeon for removal of the needle fragment. After two surgical attempts to retrieve it, the procedures were unsuccessful. Fluoroscopy was performed in the pt but evidence of the needle was not found. According to the dr, despite the fact that the needle has not been recovered, the pt remains asymptomatic.